Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6947-65 implantable tachy lead 2010 (B)(6); 5076-52 implantable pacing lead 2010 (B)(6); 4196-88 implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
It was reported that there may be early elective replacement indicator. It was also noted that the longevity of the device was questioned. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.